Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. It was also reported that during the procedure, a left ventricular (lv) lead was attempted and not used because it was not able to be affixed to the tissue. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).